Event description:
Customer reported plate fractured during implantation. Plate and screws were removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Manufacturing record reviewed and no anomalies were identified.